Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. The lead passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3 (see MFR report #s 1627487-2010-03139 and 1627487-2010-03141 for devices 1 and 3). The pt received her scs system on (B)(6) 2008 consisting of an ipg, two extensions and one surgical lead. On (B)(6) 2010, it was reported that the pt's scs system had been explanted three days earlier. Her lead reportedly eroded through the skin at the lead incision site. Due to the slow healing of the wound, the physician suspected an infection. A culture was taken, but the results were not disclosed. It is unk whether the explanted devices will be returned to the manufacturer for analysis or if the pt will receive a replacement system.